Manufacturer narrative:
Additional information was received that there was no loss of ventilation. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation. There was no patient involvement.